Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that the custom combiset bloodline set is defective. The blood chamber is loose and fell apart. The reported issue occurred during a patient's hemodialysis (hd) treatment. The reported issue was detected as soon as blood hit the arterial chamber. Blood loss was reported. The patient's estimated blood loss (ebl) was not provided. There were no serious injuries or required medical intervention as a result of the reported issue. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that the custom combiset bloodline set is defective. The blood chamber is loose and fell apart. The reported issue occurred during a patient's hemodialysis (hd) treatment. The reported issue was detected as soon as blood hit the arterial chamber. Blood loss was reported. The patient's estimated blood loss (ebl) was not provided. There were no serious injuries or required medical intervention as a result of the reported issue. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.